Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an health care professional (hcp) that this device was unable to be interrogated via consult. It was recommended that the hcp obtain a programmer for interrogation. There were no adverse patient effects reported. The device remains in service.